Event description:
During a coil embolization procedure, the enterprise stent (enc452212/01424292) could not be transferred into the prowler microcatheter (606525smx/lot unk) and the enterprise was stuck. The procedure was finished with the same like product.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15208488 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 058196-2011-00477 and 1058196-2011-00478. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00496 and 1058196-2011-00497. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the enterprise stent (enc452212/lot 01424292) could not be transferred into the prowler microcatheter (606525smx/lot 15160474); the enterprise was stuck. The procedure was finished with the same like product. No further procedural information has been obtained in response to multiple investigational efforts. It was reported that the products returned were not involved in the reported event, the wrong products were sent and were not related to any complaint. The involved products are not available for analysis. A review of the manufacturing documentation associated with prowler select plus lot 15160474 found no issues related to the reported event. Due to the lack of procedural information and without the return of the involved devices, no conclusion can be made regarding the report that the enterprise vrd got stuck in the prowler select plus microcatheter. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00496 and 1058196-2011-00497.